Event description:
It was reported when using the bd vacutainer® lh pst ii plus blood collection tubes, two (2) tubes were found with missing gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Bd received 2 photos for investigation. The indicated failure mode of missing gel was observed in the submitted photos. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode: missing gel. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.